Manufacturer narrative:
E1 field: - address 2: due to limitation of text characters added here: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator displayed error code error 403. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. However, device inspection found an occasional e433 error due to a component failure of the motherboard. Based on the results of the investigation, since reported error e403 was not reproduced during evaluation, the definitive root cause of the reported issue could not be determined. Regarding additional error e433 found, based on the results of the investigation, the motherboard failure is an electrical/electronic component problem, but the root cause of the failure could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.